Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call by customer's parent that they have been experiencing issues with insulin pump. The insulin pump had off no power anomaly, battery out limit, weak battery and failed battery test. The customer's blood glucose was 154mg/dl. It was stated that the pump shut off two or three times. The customer's parent declined to troubleshoot. The customer was advised to monitor the insulin pump.